Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance the thumb advancer was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1: physician details provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a starclose se device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split completely so the clip could not be deployed. The safety release was used to release the thumb advancer and the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.